Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced, is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted in the right common femoral artery with two proglide devices using the pre-close technique prior to a stent grafting interventional procedure. Reportedly, no suture was attached when the plunger of both proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The stent grafting procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. After the procedure, echo imaging showed that foreign material was left in the patient anatomy. The next day, the patient was treated with surgery, medication was administered and the foot of the first proglide was retrieved from the patient. No further adverse effects were noted, and the patient recovered normally. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to cycle / needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.